Event description:
A laser tech reported a bubble issue in the lasik flap of a case, and the pt noted a rainbow effect after completion of the procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).